Manufacturer narrative:
Evaluation method: lens work order search. Results: a lens work order search was performed, and no similar complaints were found within the work order. Conclusions: based on the complaint history and the lens work order search a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon implanted a collamer aspheric three piece lens in 2009. The lens was explanted 3 weeks later, due to the pt was unhappy with his vision. The lens was cut to remove from the pt's eye. There were no pt complications, no vitrectomy, no sutures. The injection system used has not been approved by the manufacturer for use with this model lens and is off-label use.